Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 410 mg/dl. Customer stated she was pulled over by the police; the paramedics were contacted but did not treat the customer. The customer declined high blood glucose troubleshooting will treat with manual injection.